Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 had failed multiple times. A field service engineer replaced the missing hard stop and latch screws. Installed a new drawer sensor board and tested the unit through the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 2 failed multiple times and displaying an error indicating the drawer was not staying closed. The customer attempted to recover the failed drawer, but the issue still persisted. The back panel had to be opened, and the drawer was manually released to recover the space. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.